Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited impedance greater than 4000 ohms, under sensing and loss of capture was also noted. The lead was capped.